Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion from l4-s1 using rhbmp-2/acs on (B)(6) 2011. Post operatively, patient developed increasingly severe gastrointestinal problems, nerve injury, radiating pain to legs, and significant pain. No additional information has been provided.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 201, the patient was pre-operatively diagnosed with lumbar radiculopathy and discogenic pain syndrome and underwent the following procedures: one level 360- degree spinal fusion l4-l5 by single incision. L4-l5 posterior lumbar interbody fusion (plif) with 2 implants and rhbmp-2. Pedicle screw fixation l4, l5 and s1. Posterolateral fusion surgery with local bone graft, bone matrix and rhbmp-2/acs. No intra-operative complications were reported.